Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited foreign material in the control section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the event description, it is likely that the metal fitting of the cleaning tube used for reprocessing was stuck in the suction channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.